Event description:
Co's investigation revealed a 1 inch diameter burn hole through the pad which occurred due to the heater wire becoming dislodged from its electrical connection. This malfunction is not happening at a frequency any greater then normal. No deaths or injuries were reported.